Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the secondary tubing of a clearlink system secondary medication set had kinked. The clamp had been opened and the antibiotic had not infused. The nurse did not verify the set-up. This malfunction occurred during infusion. There was patient involvement; however, there was no report of adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.